Event description:
Customer called to report the reservoir door did not stay lock. It was stated that the reservoir fell out of the pump and patient was getting unneeded insulin. Customer was wearing the unit on the belt without the case. Device was not dropped, bumped, or exposed to moisture. Also it stated that patient ran out of insulin and the unit had a no delivery alarm.